Event description:
A report was received via a company medical director from a physician in (B)(6). A pt with cholangiocellular carcinoma and a history of prior whipple surgery was treated a few months ago (date not available) with dc bead and irinotecan (100-300 microns, one vial loaded with 75mg irinotecan). Due to the prior biliary surgery, the pt was treated with prophylactic antibiotics. Two weeks post treatment the pt developed biliary infection with fever and elevated pcr. CT scan showed air bubbles within the treated lesion. Pt was hospitalized and treated with IV antibiotics. His general status progressively deteriorated and he died 8 weeks later. Cause of death was biliary infection. The physician was aware of the high risk for infectious complications and that is why the prophylactic antibiotics were used. He recognized the death was due to treatment but within expected complications from the procedure.

Manufacturer narrative:
The device has not been sent to the MFR for eval. Dc bead loaded with irinotecan was used in the treatment of this pt. The equivalent product lc bead is available in the USA; however, it is not indicated for use with drugs. Biocompatibles has acknowledged this information in the customer complaints system and is conducting an investigation into the alleged incident. Further information is required to fully understand the extent of this complaint/event; however, whilst further information pertaining to this incident is obtained, biocompatibles is reporting this event to the FDA. No corrective actions have been identified at this time whilst further information is sought to support the investigation and the initial communication obtained from biocompatibles' distributor and customer. Company medical review concluded that the biliary complication was definitely related to the chemoembolization procedure and pt underlying disease.